Manufacturer narrative:
The monopolar curved scissors instrument has been returned and evaluated by the failure analysis (fa) team. Fa was not able to confirm the reported complaint. The instrument was returned in a broken condition. The proximal clevis was completely detached from the extension tube. Additional observation not reported: the instrument was found to have a broken tube extension at the distal end. A broken piece was not returned, measuring roughly 5mm x 6mm in size.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post-engineering evaluation) or if additional information is received. A review of the instrument log for the monopolar curved scissors (mcs) instrument (part # 470179-19 / lot# k10220104-0358) associated with this event has been performed. Per logs, the instrument was attempted to be used on (B)(6) 2022 on system (B)(4) for a radical prostatectomy without lymphadenectomy procedure. The alleged event occurred on the 5th use of the instrument with 5 uses remaining. No lives were used in this procedure. No image or video clip for the reported event was available for review. This complaint is being classified as a reportable event due to the following conclusion: the monopolar curved scissors instrument could not be removed from the cannula due to a broken instrument wrist. The end of the mcs instrument had to be broken off to get it through the trocar. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the front part of the monopolar curved scissors (mcs) instrument was bent at the wrist, and it could not come through the trocar. The end of the mcs instrument had to be broken off to get it through the trocar. A backup instrument of the same type was used, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter for additional information: both the trocar and mcs instrument were removed from the patient together. The port size remained the same. The end of the instrument was broken outside of the patient.